Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed but customer was unable to clear the alarm. Customer was advised to get a new battery and try it and informed them to call back if buttons still don't respond. The insulin pump will not be returned for analysis.